Event description:
It was reported that the customer experienced high blood glucose. It was stated that the customer has positive diabetes ketoacidosis. It was stated that the customer has treated with insulin pen. Troubleshooting was performed. It was stated that the customer changes the infusion set every three days, and she re-uses the reservoir for five days. Advised the customer to change the infusion set and reservoirs every two to three days. It was stated that the customer was not able to continue troubleshooting because, she was not feeling well. The customer stated that she would seek medical attention. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.